Event description:
Customer reported that the pt underwent a laparoscopic, spigelian hernia repair procedure with mesh implant in 2007, under general anesthesia. Postoperatively, six days in 2007, the pt had a complete small bowel obstruction that is reportedly not associated with the mesh device or the surgical procedure. This required in-patient hospitalization and laparoscopic lysis of adhesions. The pt reported persistent lower left quadrant pain beginning 2008, and was seen by a pain doctor. The pt received multiple injections of anesthetics and prescriptions for pain medications. The surgeon reports the pain as "classic neuralgia."

Manufacturer narrative:
Date sent to the FDA: 12/11/2008. Pain is reported. Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.